Manufacturer narrative:
Conclusion: review of the file indicates that the lens was not implanted in accordance with the dfu requirements. The anterior endothelium chamber depth is below 3.0mm for vicl/vticl. Product evaluation: product evaluation found that the lens was returned dry in the lens container, but there was clear surgical residue/debris on product. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.50/+1.5/86 diopter in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and problem was resolved.